Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement due to normal battery depletion, insulation damage on the lead was noted. Measured lead parameters were normal. The damage was repaired with medical adhesive. After device replacement, some noise was noted and the lead impedance was variable. The procedure was completed and the patient will be monitored. The patient was well.